Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 700 mg/dl. It was stated that the customer had a high white blood cell count, possibly due to an infection. Troubleshooting was performed, and the basal rate programming was correct. Assisted with a low reservoir alarm. Advised the caller that an email would be sent to get more training for the customer. Nothing further was reported.